Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing site name and address were unknown. Device manufacture date: the device manufacture date was unavailable. Please note that the reporter's contact name, phone number, and email address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the compact air drive device was making a ¿deafening¿ noise. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay in a planned procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor of the compact air drive device had seized, jammed, and was moving heavily. It was further determined that the device failed pretest for check starting behavior, check the power with test bench, check for excessive noise, check for untrue running, check triggers for forward / reverse mode, check function of soft mode switch (safety system), check for air leak, check air hose coupling, check reverse locking mechanism, check attachment coupling with attachments, and general condition. Therefore, the reported condition of ¿deafening¿ noise was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.